Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon began inserting the liner into the cup he realized that there was no locking ring. The surgeon had to remove the cup. A second implant, that included the ring, was implanted. The surgery was delayed for about ten minutes while the first cup was removed and the second cup was retrieved.